Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-01968 ; 3005168196-2019-01969.

Event description:
The patient was undergoing a coil embolization procedure in the two branching arteries of the internal iliac artery (iia), the superior gluteal artery (sga) and the inferior gluteal artery (iga), using pod8s and a lantern delivery microcatheter (lantern). It was noted that the patient's anatomy was tortuous. While advancing a pod8 from the lantern, the physician encountered resistance after approximately three loops of the pod8 were advanced into the target vessel. Therefore, the physician decided to remove the pod8. Upon advancement of another pod8 approximately 5 cm out from the distal tip of the lantern, the physician encountered resistance. The pod8 and lantern were then removed from the patient. The physician continued the procedure by implanting a non-penumbra coil using another catheter before introducing a new lantern and three additional pod pcs to complete the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 5.0 cm, 59.0 cm and 61.0 cm from the proximal end. The pusher assembly was fractured at approximately 60.0 cm from the proximal end. The embolization coil was detached from the pusher assembly and was undamaged. Conclusions: evaluation of the first pod8 revealed that the pusher assembly had a fracture and a kink near the fracture. If the pod8 is forcefully advanced against resistance, the pusher assembly may become kinked. Subsequently, manipulation of the kinked pusher assembly may result in a pusher assembly fracture. Further investigation revealed that the pusher assembly had additional kinks and the embolization coil was detached from the pusher assembly. These damages were likely incidental to the complaint and may have occurred post procedure. Evaluation of the second pod8 revealed that the pusher assembly had a fracture and a kink near the fracture. If the pod8 is forcefully advanced against resistance, the pusher assembly may become kinked. Subsequently, manipulation of the kinked pusher assembly may result in a pusher assembly fracture. Further investigation revealed that the pusher assembly had additional kinks and the embolization coil was detached from the pusher assembly. These damages were likely incidental to the complaint and may have occurred post procedure. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. This report is associated with MFR report numbers: 3005168196-2019-01968, and 3005168196-2019-01969 .

Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow up #01 MFR report and is being corrected on this follow-up #02 MFR report:3005168196-2019-01967 1. Section g. Box4. Date received by manufacturer this report is associated with MFR report numbers: 1.3005168196-2019-01968 2.3005168196-2019-01969.